Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced at the 100ml/hr testing. This condition was caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to identify an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.